Event description:
It was reported that the customer received the button error alarm on the insulin pump. The customer's blood glucose was 7 mmol/l. The customer stated that the insulin pump was not exposed to moisture and that a button was not held down for longer than three minutes. The customer was unable to clear the alarm. The customer agreed on a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
There was no button error alarm received during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had a cracked lcd window, a cracked case at the display window corners, a broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.